Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
A customer reported via phone call indicating a leak in reservoir compartment of their insulin pump. The customer had a blood glucose level was 575 mg/dl at the time of the incident. The customer treated their blood glucose levels with a bolus. The customer was sent replacement reservoirs. The customer returned their reservoir back for analysis.